Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a loose power connector. The controller was replaced from hospital stock. The patient tolerated the exchange without any issues.

Manufacturer narrative:
The controller, (B)(4), was initially returned to a heartware facility on 04/18/2016, but remains unaccounted for. An internal investigation was opened to determine the whereabouts of the controller. As a result, the unit is unable for analysis. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.